Manufacturer narrative:
A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 16jan2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was involved in a production failure (B)(4) for missing stamp, which does not correlate to the customers reported issue.

Event description:
It was reported that the device won't turn on/ off. Device will not power up. Tried new iuis and still will not turn on. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device won't turn on/ off, device will not power up and "tried new iuis and still will not turn on." No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced f1 and c3 on motor control board. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 16jan2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was involved in a production failure qn (B)(4) for missing stamp, which does not correlate to the customers reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the motor control board - blown fuse (won't turn on/ off). A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device won't turn on/ off. Device will not power up. Tried new iuis and still will not turn on. No additional information was provided. There was no patient involvement.